Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecified product issue. Further information was received indicating the procedure was performed as the rv lead was no longer capturing or sensing properly. No additional adverse patient effects were reported.